Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 16 mmol/l. The caller seemed very confused and unclear and also complained of dry mouth. Advised the customer to treat with insulin via manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.